Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. Evaluation of received event log confirms alarms indicating a high pressure situation in 10/02/2022, airway pressure high , airway continuously high and high peep (positive end expiratory pressure). The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The most likely cause of the increase in airway pressure was an occluded expiratory bacterial filter. Our conclusion based on testing of the ventilator and the log evaluation is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. A possible cause of the increase in airway pressure was an occluded expiratory bacterial filter.